Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having emergency backup battery (ebb) fault alarms which were unresolved with multiple self-tests. The ebb had 28 months left. It was attempted to reseat the battery which did not resolve alarm. A new ebb was placed with no resolution. The system controller was eventually changed to the backup system controller, and the patient was given a new backup system controller. The alarms resolved once the system controller was changed. The log captured intermittent backup battery fault alarms starting on 16jun2026. The ebb fault was due to the ebb failing the load test. This was only an advisory alarm and there was no pump interruption during this event. The log files captured routine events and there were no notable alarm conditions or parameter changes seen in the log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was noted the patient's primary controller still functioned despite the backup battery faults, and once switched to the backup controller, there were no issues or alarms.